Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump was giving her continues unexpected restart and external ram crc error when she changes the battery. Troubleshooting was not performed as customer didn't want a replacement insulin pump. Customer also mentioned there were lines gong vertically on the display, reservoir and battery icons. Customer didn't agree to return the device for analysis.